Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted and worked up for a possible gastrointestinal bleeding, gi consulted and performed pill endoscopy that revealed erosive gastropathy, patient placed on triple therapy, clarithromycin, amoxicillin and ppi. Patients drop in hematocrit and hemoglobin treated with one unit packed red blood cells and 500ml 5% albumin bolus on day of admission. Patient was discharged home (B)(6)2019. No further or additional information was provided.